Event description:
It was reported the pt hit her ipg against a counter which has caused a significant amount pain at the ipg site. She reported the pain persists with stimulation on or off, but she feels more discomfort when it is on. She stated she is leaving stimulation off until she can consult with her physician.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.